Event description:
According to the reporter, during laparoscopic gastroplasty, the reload was not able to fire. The surgeon replaced the device to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.